Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube assembly was evaluated and replaced. The filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.